Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during the preparation for a stenting treatment procedure, tip damage was noted. The physician took a 2.5x28mm promus element plus stent out of the hoop, prepped it and when going to load it on the wire felt that the "tip of the balloon" was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Event date: (B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: initial visual examination noted that the stent was kinked approximately 20mm from the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).